Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('get more imaging to see if the heat caused your coils to move') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstruation irregular ("irregular periods"), menorrhagia ("periods heavy with big with big clots") and pelvic pain ("lots of pelvic pain to accompany") and was found to have uterine leiomyoma ("fibroids"). At the time of the report, the device dislocation, menstruation irregular, menorrhagia, pelvic pain and uterine leiomyoma outcome was unknown. The reporter considered device dislocation, menorrhagia, menstruation irregular, pelvic pain and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: content from social media received. Event device dislocation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.